Manufacturer narrative:
The initial reported event was received on 2017-11-08. Of note, the reportable malfunction [product analysis tested out of specification] is normally submitted via a bimonthly report submission that would have been due on (B)(6) 2018. Information was subsequently received on 2018-01-03 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a [death/pediatric malfunction/serious injury], this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Product event summary: the full lead was returned and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to abrasion while in vivo. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was explanted and not replaced. The lead was returned to the manufacturer, analyzed and tested out of specification. Follow up with the patient's physician indicated the patient is now deceased. No further information regarding the patient's death was provided.